Event description:
It was reported that the pt was in a car accident and the catheter dislodged from the intrathecal space. The hcp planned to turn the pump off and provide the pt with intravenous medications. No pt symptoms were reported. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.